Event description:
Pt was asleep and when she awoke, she bent her arm and dislodged her venous needle and it came out. Estimated blood loss was 300c. Pt was recannulated and resumed treatment. Post treatment vital signs stable. Pt alert and oriented post episode.